Manufacturer narrative:
(B)(4).

Event description:
The customer reports that "the catheter split tip was skewed, the arterial and venous limbs were overlapping in a way that would possibly hamper the process of dialysis".a new set was used without issue.

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis catheter for evaluation. No other components from the kit were returned. Visual examination of the returned catheter revealed that the arterial tip (shorter tip) was bent at an angle just above the split which resulted in the arterial tip folding over the venous tip. At rest the arterial and venous tips overlap. No damage was observed on the venous tip or any other part of the catheter. The length of the arterial tip measured 5.8cm, which is within specification. The distance between the end of the arterial tip and the end of the venous tip measured 2.8cm which is also within specification. The catheter was flushed with water and no blockages were observed. A device history record (DHR) review was performed on the catheter and no relevant findings were identified. The report that the "catheter split tip was skewed" was confirmed through visual examination of the returned sample. The arterial tip of the catheter was bent at angle from its normal position which resulted in the arterial tip folding over the venous tip. Other remarks: it was determined that the catheter placement within the packaging is a potential root cause for this issue. The packaging tray for this product has a "y" connector that is intended to keep the two legs of the tip separated. If the catheter was packaged incorrectly or the tips were twisted while it was inserted through the y-connector, it could take a set during sterilization. Dimensional inspection of the returned sample and a DHR review did not reveal any manufacturing issues. The potential root cause for this issue was determined to be packaging related. A nonconformance request was initiated to further investigate this issue.

Event description:
The customer reports that "the catheter split tip was skewed, the arterial and venous limbs were overlapping in a way that would possibly hamper the process of dialysis". A new set was used without issue.